Manufacturer narrative:
Medical safety/clinical reviewed the event. This event involves a patient diagnosed with postcardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), stage d, who underwent implantation of an impella 5.5 device. Following direct placement of the impella 5.5, the patient experienced episodes of ventricular tachycardia and ventricular fibrillation (vt/vf) and required multiple defibrillation shocks to achieve normal sinus rhythm. An echocardiographic assessment was performed and documented appropriate impella 5.5 positioning; no device repositioning was required. Subsequent attempts were made to provide biventricular mechanical circulatory support using an impella rp flex device. The attempts were unsuccessful due to the inability to advance the device into the pulmonary artery. The rp flex procedure was aborted, and no procedural complications were reported based on the information available. Approximately 24 hours later, a decision was made to withdraw life-sustaining care, and the patient subsequently expired. Note: h6. Investigation type/findings/conclusion remains unchanged. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
B5 updated.

Event description:
The complainant reported additional information upon request: "1. This pump is not available for return. 2. 3. I was not told cause of death. Right ventricle (rv) failure was noted on transesophageal echocardiogram in the operating room and rp flex placement was attempted but was unsuccessful. Patient placed on inotropic support for rv but function did not improve. Despite maximum medical therapy, patient condition did not improve and family made decision to withdraw care. The physician did not make any comments about impella contributing to patient death."

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient had runs of ventricular tachycardia/ventricular fibrillation and required several shocks to obtain normal sinus rhythm. Impella position good on echo and did not require repositioning. Additional information was received that indicated that the patient care was withdrawn and the patient expired.

Manufacturer narrative:
Investigation summary: ppae (tachycardia/ventricular fibrillation): in order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1978837. Device history batch: subcomponent lot: n/a. Device history review: the pump sn: (B)(6) passed all the post sterile inspection checks.